Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that after accurate placement of the bifurcated stent graft the physician inadvertently pulled it down during deployment. A 26 mm diameter x 3.75 cm length aneurx extension cuff was then placed at the inferior lip of the left renal artery and was inadvertently deployed 0.5 cm above its intended position. It was reported that a stent was placed in the left renal artery. Final angiogram demonstrated adequate filling of both renal arteries and good positioning of the stent graft with no endoleaks. No additional sequelae were reported and the patient is reported to be fine.